Event description:
It was reported the patient had pain at their implant site. It was stated the patient described that it still felt like stimulation was on when it had been verified that the patient¿s setting was down to 0.0 volt and off with no lightning bolt icon. It was noted the patient¿s symptoms had a gradual onset. Reportedly, the patient had their device turned off since wednesday per their healthcare provider¿s directive and they felt like it was still on. It was noted the pain at the patient¿s implant site had been on and off for a week and a half, prior to turning their stimulation off. The patient stated it wasn¿t as bad as it was before turning off the stimulation. Reportedly, when the patient first turned their stimulation off it seemed better but at the time of report the pain at the implant site seemed like it kept coming back. It was noted it was dull, continuous and constant and the patient had pelvic pressure and didn¿t know if that was related to this either. The patient stated that sometimes when the stimulation is on the stimulation was covering it and they were confused on what was happening because their stimulation was off at the time of report and they were still experiencing the pain. It was stated the patient got the idea from their doctors that turning the stimulation off would make the pain go away. The patient confirmed their device read program 1 at 0.0 volts and they had no lightning bolt. It was noted the patient had a couple of falls that they didn¿t feel were traumatic. It was stated the patient had the pain in their right leg which was the same side as their implant. It was also stated the patient¿s leg would give out from time to time. The patient stated their hip doctor stated they couldn¿t really see anything because it would be behind the device and they looked at the cat scans but can¿t see anything. It was stated that as of 6 months prior to report with the cat scan that showed no negative results. The patient also had an eeg and at that time they were testing different areas (arms and legs) and the patient assumed it was for the hip area too. The patient stated they were trying to rule out other things and it had been a vicious circle to determine what was going on. Reportedly, the patient¿s husband stated the patient walked with a limp and they favored their right side and walked crooked. The patient stated the issue with their hip had been about two years.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v558076, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).